Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due the batt- cell voltage being below specifications. The readings on each cell indicate that the cells were not working as expected. Therefore, the controller didn't activate the no power alarm because the internal cells of the nickel-metal hydride battery (nimh) cells had failed. The controller in question was received without the smr upgrade installed. The most likely root cause of the reported event can be attributed to a faulty internal nickel metal hydride (nimh) battery. Heartware has opened an internal investigation to address controller "no power" audible alarm failures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that after software update there was a no power alarm. An elective controller exchange performed and it was stated that there were no effect or consequences to the patient. No additional information available.